Manufacturer narrative:
Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the lens, cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a cc4204bf collamer lens, but the plunger overrode the lens and tore it. The lens was partially implanted and removed with no pt injury. The facility stated that the plunger was the cause of the lens tear. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.